Event description:
It was reported that during the implant of the epicardial leads, the patient suffered a tear in the left ventricular wall. Resuscitation efforts failed. The patient expired during surgery. No direct complaint were made against the lead but the tear and death did occur during the implant procedure and additional information has not been made available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5071-35, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted the distal electrode was bent and the lead appeared damaged at implant.

Event description:
It was reported that during the implant of the epicardial leads the patient suffered a tear in the left ventricular wall. Rescussitation efforts failed. The patient expired during surgery. No direct complaint were made against the lead but the tear and death did occur during the implant procedure and additional information has not been made available.